Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's leads migrated. The issue was confirmed via x-rays. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. A patient experiencing lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.